Event description:
It was reported that the patient presented for routine implant of the right ventricular (rv) lead. During the procedure there was sudden vagal syncope, and the blood pressure dropped. The operation was aborted. The patient was recovering.

Manufacturer narrative:
The reported event was vagal syncope during the operation. As received, a complete lead was returned in one piece. The helix was retracted with traces of blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Additional information: e1 - initial reporter.